Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was reported and patient status was not provided.

Event description:
New information was received that the issue was seen in clinic and programming changes were made successfully. The patient was stable.

Manufacturer narrative:
Correction to h6 for device non-return.